Manufacturer narrative:
(B)(4). The device has been returned to baxter for evaluation. The evaluation reproduced an upstream occlusion alarm that had occurrred during initial testing. The evaluation found the fluid numbers to be out of specification due to a failed upstream sensor. The upstream sensor has been replaced.

Event description:
During testing by baxter the spectrum pump displayed constant upstream occlusion alarms. There was no pt involvement. No further info is available.